Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken conductor wire inside the housing. As a result, the electrical continuity test failed and the instrument would fail to deliver energy. Root cause of this failure is attributed to manufacturing. An unrelated finding was that the instrument was found to have thermal damage on the top yaw pulley located by the grip base. Root cause of this failure is attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot-sequence# n11210712-0015) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 11/29/2021 during a hysterectomy ¿ malignant procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted surgical procedure, the instrument cable would not work. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.